Event description:
It was reported that this right atrial (ra) lead was fractured. The fracture was confirmed by x-ray. This caused a high out of range pacing impedance measurement, greater than 3000 ohms, and oversensing of noisy signals. It was noted there were inappropriate atrial tachy response (atr) episodes and there was no pacing inhibition. Technical services (ts) discussed turning off ra discriminators. Also, it was noted this patient was occluded, so the lead would not be revised, and the device would be reprogrammed. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. The fracture was confirmed by x-ray. This caused a high out of range pacing impedance measurement, greater than 3000 ohms, and oversensing of noisy signals. It was noted there were inappropriate atrial tachy response (atr) episodes and there was no pacing inhibition. Technical services (ts) discussed turning off ra discriminators. Also, it was noted this patient was occluded, so the lead would not be revised, and the device would be reprogrammed. This ra lead remains in service. No adverse patient effects were reported.